Manufacturer narrative:
The cartridge instructions for use state: replace the cartridge every 48 hours if using humalog; 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer¿s blood glucose (bg) was 700 mg/dl; cause was not known. A correction bolus was delivered. Customer went to the emergency room and was admitted to the hospital. Ketone level was large and considered as dangerous by a healthcare provider (hcp). Customer was treated with intravenous insulin. Elevated bg/ketones were resolved. Customer was discharged on (B)(6) 2018. Reportedly, humalog was used in the cartridge for 3 days instead of the labeled 48 hours. Upon follow-up, customer declined tandem technical support¿s offer to perform a system check. Customer¿s hcp reviewed the pump settings/information and reported no device or supplies issue. Customer resumed pump therapy.